Event description:
It was reported that the patient presented to the hospital after hearing an alarm tone. The device was interrogated and it was noted that the right ventricular (rv) lead experienced low pacing impedance and non-stained ventricular tachycardia (vt) episodes with noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).